Event description:
On 04/11/2013 while reading a draft research paper entitled "stereotactic body radiation therapy for hepatocellular carcinoma; prognostic factors of local control, overall survival, and toxicity"; an accuray employee became aware of an adverse event. This study is partially funded by accuray. The paper reports that three months after a cyberknife treatment for a tumor in the liver, one patient experienced a grade 4 gastric ulcer, resulting in a digestive hemorrhage, which was treated. The paper reports following the adverse outcome "treatment plans were reviewed and strict constraints were defined for subsequent treatments." The principle investigator confirmed the cyberknife did not malfunction.

Manufacturer narrative:
This event was entered into the system on 04/12/2013 and it's complaint was reviewed for potential reportability on 04/25/2013 by accuray regulatory personnel. The cyberknife did not malfunction and functioned as designed. No systemic or safety issues identified.